Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated an r-wave amplitude measurement issue. Concomitant medical products: product ID w1dr01, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with shortness of breath one week post implant. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited intermittent loss of capture at high outputs, intermittent undersensing, low r waves, and low and decreasing impedance. Opacity in the lungs was noted in a chest x-ray. It was also reported that a dislodgement had occurred, and the rv lead had perforated the right ventricle resulting in tamponade. A thoracotomy was performed and one litre of blood was removed. It was noted that there was tissue in the rv lead helix. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.